Event description:
It was reported that the device was used during anthoracoscopy procedure. It was reported that the device was ejecting and firing malformed clips. Another device was used to complete the case. There was no consequence to pt.